Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No excessive no delivery alarm. However, the insulin pump was unable to download due to problem isolated to motherboard. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 143 mg/dl at the time of incident. The customer was advised to perform plunger push. The customer stated that the insulin did not exit during plunger push. The customer was advised to assemble a new infusion set with current reservoir. The customer performed plunger push and the insulin did exit the tubing. The insulin pump will be returned for analysis.